Event description:
It was reported by the patient that they did not feel the cannula insertion during Pod activation. This indicated a needle mechanism failure. The Pod was worn for between 1 and 4 hours and the location of the Pod infusion site was not specified. No impact to the patient's blood glucose levels were reported and treatment details were not provided. Additional information was requested but not available. If additional information becomes available, then a supplemental report will be submitted.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 4.0.2.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.